Manufacturer narrative:
No 510k as this device is not marketed in the us. Similar device is marketed in the us. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when doing picture in picture by pushing the multivision button on the microscope side. The system displayed invalid.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software 9733763 synergy cranial s7 version 2.2.8. If information is provided in the future, a supplemental report will be issued.